Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control board and monitoring interface board were replaced. The unit was returned to service.

Event description:
The hospital reported the unit alarmed and would not mechanically ventilate, discovered during initial boot up. There is no report of patient involvement.